Event description:
It was reported that the ilet user experienced a hypoglycemic episode while sleeping and subsequently overtreated with a full can of sugary soda, resulting in hyperglycemia with a peak fingerstick around 230 mg/dl; the user was wearing an ilet system with a steel infusion set on the lower abdomen, noted a possible fold in the short tubing, observed drops on a tubing test, and then changed the site as part of troubleshooting. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, with improper or incorrect procedure related to overtreatment and a device component term not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.